Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2014. Inratio: 5.2. Lab: 1.5. Time between tests: approx 2 hours. Therapeutic range: 2.5-3.0. Patient self tester had a planned routine procedure for a bladder scan for (B)(6) 2014 and had stopped taking his warfarin on(B)(6) 2014. He visited the hosp earlier than expected because of his inratio meter result. Patient was admitted early to ensure that his inr value could get a little higher. He received two heparin injections once he was admitted to the hosp, and the inratio and lab results were received.

Manufacturer narrative:
The product associated with the complaint was returned for investigation. The complaint was not confirmed during in-house investigation. Investigation of the returned meters using retain strips did not uncover any deficiencies. The meter continues to meet specification and no product deficiencies were observed. Root cause could not be determined from the info provided by the customer. The manufacturing records for the lot were reviewed. The non-conformance associated with this lot was not relevant to the initial complaint and does not affect product performance. No further investigation will be pursued at this time. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.